Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the scope communication error occurred, resulting in an intermittent image, which was likely attributed to fluid invasion within the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope exhibited a b30 scope communication error when connected to the tower. The issue was identified during installation and there were no reports of patient involvement.